Manufacturer narrative:
One hotline® blood and fluid warmer was returned for analysis. Upon visual inspection the pump was found noisy, wear to the front cover, and wear to the line cord. The enclosure was found cracked near the drain fitting. The tank was filled with water, the temp check was attached, line cord plugged in, and the power switch turned on; duplicating complaint. Based on the evidence, the root cause was found due to a crack in the enclosure near the drain fitting.

Event description:
Information was received indicating that the tank and the back of a smiths medical level 1® hotline® low flow system was noted to be cracked. It was also reported to be leaking. There were no reported adverse effects.